Manufacturer narrative:
Device investigation details: available information indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster inc.'s reference number (B)(4) has two reports: manufacture report number # 2029046-2022-00298 for product code unk_smart touch bidirectional (thermocool® smart touch¿ bi-directional navigation catheter) importer report number # 2029046-2022-50004 product code m490007 (smartablate¿ system rf generator (us)).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an thermocool® smart touch® sf bi-directional navigation catheter and a smartablate¿ system rf generator (us) the patient suffered an esophageal fistula and was hospitalized. After an atrial fibrillation case had completed, an esophageal fistula was noticed in the patient. The patient was admitted to the emergency room (ER), but it was unknown specifically what day they were admitted. The patient was intubated as of the time of the initial call. There is no further information about intervention that was performed. The caller reported that it was unknown if the patient is in stable condition.

Manufacturer narrative:
On 14-feb-2022, biosense webster inc. Received additional information about the patient and event. It was reported the patient was a female born on (B)(6)1954. The event was discovered post use of bwi products. The bwi representative heard about the event second hand from another physician. They have been unable to speak with the physician therefore the physician¿s opinion on the cause of this event is unknown. Further details about intervention and patient outcome are unknown as well. The physician¿s contact information was also provided and populated into section e. Initial reporter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).